Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to a leak inside the channel. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had rust inside the channel opening. There was no patient involvement.